Event description:
Pt was transferred to hosp at 2208 from another facility with the diagnosis of recurrent nonfatal cardiac arrest secondary to underlying long q-t syndrome and with apparent ICD failure. Pt had been transported via ambulance after suffering ventricular tachycardia and arrest. Pt was treated on the scene by emt's with external cardioversion, taken to a hosp and treated in their ER, ultimately transported to reporter and admitted to ICU where they were unconscious and unresponsive. The plan was to explant and replace the device. Their condition declined and they expired at 1159. The device was explanted and returned to the company by the doctor.